Event description:
Pump was reported to overinfuse. Pump was reported to infuse 10x the required amount. The pump was set to infuse an unknown solution at a rate of 6ml/hr as a primary infusion. It was noted 120ml infused in just 2 hours. No pt injury resulted.